Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The physician alleges that during a complicated extraction of the a right ventricular pacemaker lead [v-lead] via the left subclavian vein, the v lead detached within the patients left brachiocephalic vein. The physician inserted a snare device via the right femoral vein, to assist in removing the v lead from the patient's right ventricle. The physician states that during the extraction process, it is possible that the snare device contributed to the tricuspid valve damage because of the natural fulcrum point of the snare device through the tricuspid valve. The v lead was eventually captured with a snare and was successfully removed through the patient's right femoral vein. The following day, the patient became hypotensive. An echo study confirmed tricuspid regurgitation and avulsion of the patient's tricuspid valve leaflet. The patient was transferred to the surgery department for a semi emergent valve replacement. The tricuspid valve was unsuitable for repair, so replacement with a bioprosthesis valve was successfully performed. The right atrium was closed, the patient was weaned from cardiopulmonary bypass. The patient's postoperative course was uneventful.